Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the system pump speed was very low at 20, and the pressure reading was in the red zone, reading above 14psi. There were no error messages. The procedure was aborted. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the prolieve thermodilatation system by the field service engineer on (B)(6), 2010, revealed an MDR-reportable malfunction of the microwave power out of specification. This manufacturer report is submitted based on the evaluation results provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate the pump failure and pressure issue of the prolieve thermodilatation system. The fse found that during pump operation the pump jaws were slack and did not close tightly. The pump head was replaced. The fse then performed functional testing. During the functional testing, the fse noted that the radio frequency (rf) output was out of specification at 53.35 watts and was reset to 50.03 watts. After the rf output adjustment, the prolieve thermodilatation system then passed all tests and functioned properly. Device serviced at customer site.